Event description:
It was reported that during a coronary artery stenting treatment procedure, a balloon rupture occurred. The physician attempted to advance a quantum maverick balloon catheter to the unspecified target lesion but it was unable to pass the lesion. Then the physician advanced the apex push monorail to predilate the target lesion but it ruptured at an unk pressure. A third attempt was made to cross the lesion with an apex flex, but it was also unsuccessful. The procedure was ended at this point and no pt complications were reported. The pt's current condition is listed as "good". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.